Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a recurring power error that was not resolved through previous troubleshooting. Blood glucose level at the time of the incident was 400 mg/dl. No symptoms or treatments of the high blood glucose was mentioned. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with battery failed alarm after battery changed. We were unable to determine the root cause, problem isolated to connector. We were unable to verify pump error 25 alarm or perform functional testing's due to battery failed alarm. The device was received with scratched case and minor scratched lcd window.